Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi). (B)(4).

Event description:
During the index procedure, the patient had one resolute integrity drug eluting stent implanted in the lad. On the same day as the index procedure, the patient suffered from elevated ck values and elevated ck-mb values. The patient's labs were monitored. Investigator has assessed that the event was definitely related to the study device. It is reported that the patient recovered without treatment.